Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). Premature battery depletion was questioned. The device was explanted and replaced with no reported adverse patient effects.